Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a bent npe cannula. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Sent: friday, november 8, 2024, 12:41 am. To: product complaints <product complaints@embecta.com>. Subject: bd nano pen needles ref 320550 - lot 4016363- exp 2028-01-31. Sent from my ipad I have several that do not work when giving myself my insulin. This has happened often but I finally decided to contact you guys. What can you do for me?